Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred multiple times after filling a cartridge with 200 units of insulin. Subsequently, it was reported that a cartridge change error occurred during the load process. Reportedly, customer reloaded the cartridge to resolve the issue and resume insulin therapy. Customer's blood glucose (bg) level was "high"; a manual injection was administered to address elevated bg. Reportedly, customer reused the cartridge and used the cartridge beyond labeling guidelines. Tandem technical support educated customer regarding cartridge/insulin labeling.